Event description:
A customer contacted stryker to report that their device had displayed a blank screen. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had displayed a blank screen. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
During further evaluation, the third-party service agent was able to duplicate the issue. The cause of the reported issue was isolated to the power pcb assembly. The device can no longer be repaired. The device was returned without repairs. The customer was advised not to use the device.